Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional type of investigation code 10. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4625 and 4627. Investigation findings code - 3221. The correct codes for this complaint are: investigation findings code - 3211 and 3243.